Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, resistance was encountered while withdrawing the forceps through the endoscope. After removing the device, the clevis arms were found to be bent. The account indicated that a biopsy specimen was able to be retrieved prior to the event. Additionally, the device was inspected prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, resistance was encountered while withdrawing the forceps through the endoscope. After removing the device, the clevis arms were found to be bent. The account indicated that a biopsy specimen was able to be retrieved prior to the event. Additionally, the device was inspected prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent. Functionally, the returned unit was could not be tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the clevis arms were bent. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. (B)(4).